Event description:
Per the audiologist's report in 2006, the patient had a "breakdown" of the tympanic membrane on the implanted side. The patient also noticed a deterioration of the sound quality from the implant system. The results of an integrity test done on the same month, were consistent with normal device function. The explanted device was received in 2007, with paperwork indicating that the device had been explanted seven months later, due to purulent otitis media and labyrinthitis. The patient was not reimplanted.